Manufacturer narrative:
Batch review performed on 05-july-2023: lot 133062: (B)(4) items manufactured and released on 17-sett-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 9 years and 5 months from the primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the medacta stem and head with competitor components. The surgery was completed successfully.